Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had crack. The customer¿s blood glucose value was 92 mg/dl at the time of incident. Customer also stated that battery cap fell off and reservoir able to lock in place when inserted. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis